Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when she attempted to bolus. The alarm was resolved with a complete set change. The customer went to the emergency room on (B)(6) 2015 due to a high blood glucose level. The customer did not know what her blood glucose level was. She was feeling sick and was throwing up. The ambulance was called. The customer had a slight dka and a stomach virus. She was wearing the insulin pump at the time of the emergency room. The insulin pump was cracked where the reservoir goes in. The reservoir did not stay in. The customer's belt clip broke, therefore she had the insulin pump in her pocket. She experienced low and high blood glucose levels. Customer's blood glucose level was 171 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.